Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged due to the patient having twiddlers syndrome. An attempt was made to reposition the ra lead but the helix would not extend again so the lead was explanted and replaced with a new ra lead. The rv lead was successfully repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5568 implantable pacing lead 2012 (B)(6). (B)(4).